Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(4) was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return good authorization (rga) number to the distributor in (B)(4 )for the return of the alleged faulty front panel assembly for evaluation. As of 08/07/2015 the alleged faulty front panel assembly has not been received.

Event description:
The distributor in (B)(4) reported that during setup for use the device's touch screen is not working (unresponsive to touch) and that they observed what appears to be a patch liquid between the layers of the screen.